Event description:
Pt was taken to cath lab from emergency department. "Fio2 range error" began alarming while vent was plugged into wall outlet. Switched out ventilator to a second vela and the same "fio2 range alarm" again appeared. Both ventilators pulled from service, biomed called.biomed has tested both ventilators. Ran performance verification test (pvt) on both vents. All tests passed. Biomed then ran vents with user settings at time of failure for two days with no errors.